Event description:
Noise was observed on the ventricular lead and an alert indicating the lead impedance was less than the lower programmed limit of 20 ohms. Noise was not reproduced with arm movement or pocket manipulation. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.